Event description:
It was reported that a patient underwent a liver resection procedure on an unknown date and a reservoir was connected to a drain. The reservoir suction stopped functioning after about three days. Another like device was used with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch jt7918.